Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During a site visit to test the equipment and system functionality subsequent to the planned maintenance (pm) site visit, medtronic representatives reported replacement of both the battery charger pcba 1 and motion battery charger pcba. After which the system checkout was successfully performed with system passing all tests. System is performing as intended. A medtronic investigation of both returned suspect battery charger pcba and motor battery charger pcba found them to not be at fault. The battery charger pcba was found leaky capacitors on the board but was determined to be unrelated to the reported issue. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a planned maintenance (pm) for the imaging system some of the battery charger voltages were out of specification. There was no patient present when this issue was identified.